Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On (B)(6) 2010, a camino advanced monitor was plugged in and in contact with a pt. When the unit was turned on, the monitor beeped and the battery "fail light" lit up. The unit then shut off. The unit was removed from the pt and another unit was used. Upon removing the battery, the biomedical engineer noted a burning smell inside the unit. The pt did not experience any ill effect related to this incident. Info related to pt demographics and history are not available.